Event description:
It was reported that the ventricular lead exhibited loss of sensing. The device was reprogrammed from bipolar to unipolar tip sensing and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.